Event description:
The pt received two leads with the same lot number. It was reported the right-sided lead has moved down to the neck region. Lead migration was confirmed by x-rays. It was further reported reprogramming restore stimulation for headaches by using the left lead. Follow-up identified surgical intervention was undertaken and the left occipital lead (off-label use) was repositioned on (B)(6) 2013. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.